Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reports to have experienced sensor glucose versus blood glucose levels. It was found that customer had a bent cannula. Customer's blood glucose at the time of call was 231 mg/dl. Customer was advised that sensor would need to be replaced. No further information provided.